Event description:
Towards the end of the procedure for right eye cataract, a screen suddenly popped up on the phaco machine stating, "lost signal, foot switch error" and that the foot pedal needed to be kept in the "horizontal position"; however, at the time it was in the horizontal position. That screen disappeared, and we were able to proceed with the rest of the case. For about a minute we were unsure what caused the problem and what else to trouble shoot.